Event description:
This 39 year old female with a fractrured atrial lead detected during monitoring subsequent to lead alert. Findings revealed a non displaced fracture of the j-shaped retention. The indwelling atrial lead could not be completely withdrawn; the cathode and inner lead were successfully withdrawn via femoral venous route. The anode and proximal outer lead insulation and j-shaped retention wire were unable to be withdrawn and was secured in place with the distal tip in the superior vena cava.